Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, "during set up, the heater canister turned bright orange, started to smoke and melt". The procedure was aborted. Although several attempts were made to obtain additional follow up, there is no further information regarding this event.

Manufacturer narrative:
The complainant has indicated that suspect device will be returned, but it has not yet been received for evaluation; therefore a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed. (B)(4).